Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026. The patient's blood glucose levels reached above 22 mmol/l (396 mg/dl) while wearing the pod longer than 48 hours. Symptoms reported include vomiting, stomach flu and dehydration. The patient was diagnosed with diabetic ketoacidosis (dka), suspected heart attack, critically low heart rate, and compromised kidney function. The patient was treated with unspecified intravenous fluids and insulin, and two stents placed for heart attack. The patient was discharged on (B)(6) 2026.